Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the electronic instructions for use (IFU) states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Additionally, the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. The failure to pre-dilate and use of the device to cross a re-stenosed stent likely contributed to the reported difficulties.

Event description:
It was reported that the procedure was to treat an in-stent restenosis in the ostium of the right coronary artery (rca). No pre-dilatation was performed. The 2.75 x 12 mm xience v was advanced, but met some resistance in the ostium and as the delivery system was pulled back, the stent became dislodged. A snare device was used to successfully remove the dislodged stent from the patient. The procedure was abandoned without further treatment. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.